Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht bmw universal ii guidewire (gw) referenced in this report is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the bifurcation of the distal circumflex and marginal branch arteries. The 2.50x15mm nc trek balloon dilatation catheter (bdc) was prepped per instructions for use. Following post dilatation in the distal circumflex the bdc was attempted to be advanced to perform the final kissing balloon technique; however the bdc became stuck with ht bmw universal ii guidewire (gw). The bdc and the gw were removed together as a single unit from the patient. There was no adverse patient effect and no clinically significant delay reported in procedure. Another bdc and gw were used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulties advancing and removing the device over the guidewire were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.